Manufacturer narrative:
As received, a complete lead was returned in one piece without a stylet inserted in the inner coil. The reported events were failure to sense and failure to remove stylet were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.

Event description:
During an initial right atrial (ra) lead implant procedure, there was difficulty positioning the ra lead into the atrium. The ra lead was fixated, however no atrial activity was sensed. While attempting to reposition, the stylet was unable to be removed from the ra lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.